Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator replacement procedure. The patient's right ventricular lead exhibited varying low voltage impedance and during the procedure, it was found that the lead had sustained visible insulation abrasions. The lead was capped and replaced on (B)(6) 2020. The patient was stable.